Event description:
The pt received an scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt feels a burning sensation/stimulation at the ipg site when his stimulation is turned on. However, when he turns the stim off, the sensation goes away. The x-rays taken of the pt show that the leads have not moved and are fully inserted in the header. The pt's doctor plans on doing an exploratory revision and may replace the ipg. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.